Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation a functional test was performed outside the patient by opening and closing the basket. At this time, it was noted that the wire at the handle was bent and the handle was damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) handle broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle cannula was bent in multiple places and failed while undergoing a bending force. The proximal portion of the handle cannula remained secured in the finger ring. The coil assembly was found to be kinked and buckled and side car -rx pushback was present on the device. The basket tip was detached and was not returned. The tip detachment was caused by substantial tensile force. The wire assembly was bent and had been retracted into the coil assembly and the handle body. The thumb ring was detached from the handle body and was not returned. The finger ring component slid off the handle body. Energy indicators on handle body show evidence of proper ultrasonic welding of handle body and thumb ring. A material review of the sub assembly basket component and pull wire confirmed that the basket tip and pull wire met manufacturing specifications. The evaluation concluded that excessive force was applied to multiple components causing the failure. According to the complainant this issue was noted during preparation and while outside the patient, therefore the most probable root cause is "handling damage". A device history record (DHR) review of lot number 16391426 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation a functional test was performed outside the patient by opening and closing the basket. At this time, it was noted that the wire at the handle was bent and the handle was damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.